Manufacturer narrative:
H6-clinical code. 4581: significant reduction in iridocorneal angles, significant shallowing of the ac. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angles and shallowing of the ac. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem. Cause is reported as unknown.